Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned products noted that the clevis fixtures were broken on both sides of the products. A functional evaluation found that the devices articulated properly and without difficulty. The devices fanned out properly and without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur because of the instruments being forced beyond their indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been dee med necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to keep the spleen away during a laparoscopic adrenalectomy left the site, the spleen was mobilized and held away with the device. Both devices broke at the transition from the shaft of the fan and were falling into the patient¿s cavity, but all components were removed by grasping forceps. The customer used a reusable device from another department to complete the case. There was no patient injury.